Event description:
Peritoneal dialysis nurse reported her patient developed peritonitis approximately (B)(6) 2013 and was subsequently hospitalized (exact dates of diagnosis and hospitalization unknown). Request for additional information was denied.

Manufacturer narrative:
A search of complaint system database did not find any previous reports of fluid leaks. Multiple attempts to collect additional information were made and finally declined. A medical review was performed by the MFR's physician on the reported information and the cause of the event is undetermined. A supplemental report will be submitted upon completion of the plant's investigation.